Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial (B)(4), implanted: (B)(6) 2011, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot (B)(4), ubd: 21-sep-2013, (B)(4). Date of event is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was receiving compounded baclofen (250 mcg/ml, 43.5 mcg/day) and morphine (1 mg/ml, 0.17 mg/day) via intrathecal drug delivery pump for intractable spasticity and spinal cord injury/disease. It was reported that the patient was asymptomatic. Fluid build up was noticed in the pocket "several weeks prior." During replacement of the pump for eos (end of service), it was discovered that the catheter had worked its way up over the top of the pump. The hcp "pinhole" and replaced the sutureless pump connector. They reconnected the new sutureless pump connector, and catheter patency was restored. There were no known environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved and the patient status was "alive - no injury" at the time of this report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via manufacturer representative. It was reported that the sutureless pump connector would not be returned for analysis; it was unable to be retrieved before being discarded. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.